Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 522 mg/dl, 236 mg/dl, and 125 mg/dl. No high or low blood glucose symptoms reported with these results. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: aspirin 81mg once daily - 1 year.